Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue and recalibrated the unit. The issue was resolved. The device passed all required testing following repairs.

Event description:
It was reported that the unit failed to shut down. There was no patient involvement. The event date was not specified; estimate used.